Manufacturer narrative:
MDR 3003442380-2024-05829 - device 1 of 6. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events with 6 infusion sets as the tape was not sticking tape as it does not stay it after using for one day. Patient observed that the adhesive is dry. Patient confirmed no use of alcohol for preparing insertion site. Patient also does not use soaps or gels or lotions on the site. Patient does not use additional tapes to secure product. The patient does not perspire heavily. No further information available.